Event description:
Reportedly, during pt use, the ventilator did not recognize the external battery. An upgrade to the software was attempted but it failed to resolve this issue. There was no medical intervention or adverse pt effects reported.